Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an infusion set occlusion attributed to a kinked cannula at the infusion site, which resolved after the user replaced the infusion set with an inset 6 mm 23" and resumed insulin delivery. Symptoms included no reported changes in blood glucose. Outcomes included no clinical impact and no medical intervention. Investigation included user interview, troubleshooting, and education. Investigation of this case revealed that the occlusion was resolved by changing the infusion set and resuming therapy without sequelae. It was concluded that the event was related to a blocked or occluded infusion pathway due to a kinked cannula, with device function restored after supply change. Replacement infusion sets were provided.